Manufacturer narrative:
(B)(4). Investigation result: the returned guide catheter was observed by a microscope and was found that there were no damages or cracks found on its connector. Diameter of the connector screw was measured and found no deviation from the product measurement specifications. Connection between the returned guide catheter and the provided sheen man two-way connector was checked and there was no problem in connecting although connection was slightly loose. Several other connectors of different manufactures were also connected with the returned guide catheter to examine connectivity and confirmed there was no notable connectivity problem with the guide catheter. Lot history review: lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Conclusion: based on the obtained information and investigation outcome, there was no indication of product deficiency. It is concluded that the physician failed to properly connect the connector to the guide catheter and the loose connection contributed to air into the bloodstream. If this were untreated or were to recur, it could trigger air embolism. IFU states possible adverse effects as "distal embolism" and "thrombus".

Event description:
Reportedly, air entered into the patient bloodstream during a procedure treating ic-ophthalmic aneurysm. An asahi intecc guide catheter was used together with a sheen man two-way connector and air got in from the catheter-connector conjunction. After air was suctioned, the procedure was continued and done successfully. Information regarding patient condition after the procedure was obtained via distributor on 11/17/2016 and it said the patient had no complication.